Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect impact code - prophylactic treatment.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on(B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction which occurred eight days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, and pustules at the needle puncture site. The patient stated the area resembled a staph infection. On an unspecified date, the patient's consulted his physician who prescribed an unspecified otc topical "roll-on" medication and recommended treating the reaction with the previously prescribed oral antibiotic medication (doxycycline, unspecified dosage) he had on hand. The patient reported that he easily acquires staph infections. He has persistent wounds (not solely from dexcom) and indicated kidney failure, stating that his physician has prescribed him a lifelong supply of antibiotics for recurring skin infections. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
A4 weight - correction. B3 date of event - correction. B5 describe event or problem - additional. H2 correct/additional information. H6 health effect clinical code - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction and prior to sensor insertion the area was prepped with alcohol. The patient developed pain, redness, inflammation/swelling, and pustules at the needle puncture site. The patient stated the area resembled a staph infection. On an unspecified date, the patient consulted his physician who prescribed an unspecified otc topical "roll-on" medication and recommended treating the reaction with the previously prescribed oral antibiotic medication (doxycycline, unspecified dosage) he had on hand. The patient reported that he easily acquires staph infections. He has persistent wounds (not solely from dexcom) and indicated kidney failure, stating that his physician has prescribed him a lifelong supply of antibiotics for recurring skin infections. The patient stated that his wife is skilled in wound care and assisted in managing the infection at home, which eliminated the necessity for medical help. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.